Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the infection had resolved over time.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg had eroded through the skin and was exposed to the air. The patient was prescribed keflex antibiotics as a precaution. In turn, surgical intervention was undertaken on 24 sep 2020 wherein the ipg was explanted. The physician noticed that there was purulent substance near the ipg site.